Manufacturer narrative:
Device investigation narrative - the device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump lose pressure or flow. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors which could have contributed to the reported event include cannula settings, crimped inflow tubing, and air in the cassette. Please refer to the operations/service manual part number 1061600 for troubleshooting if poor or erratic pressure performance is observed. Device evaluated by the manufacturer. Evaluation codes updated. B)(4).

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a shoulder procedure, the device was not keeping up pressure. Distension was lost while instrumentation was inside of the patient. No injuries were reported. A backup snn device was used to complete the procedure.